Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis event was unknown. It was not reported if the patient was hospitalized for the event. One day after the onset of the event, the patient began treatment with amikacin (500 mg, frequency, route, and duration were not reported) and orzid (1 g, frequency, route, and duration were not reported) for peritonitis. At the time of this report, the patient was recovering from the peritonitis event and dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). It was unknown if the patient was hospitalized for the event. On an unknown date, the patient completed the course of antibiotics and the effluent was clear. At the time of this report, the patient had recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.